Event description:
It was reported by the customer that a pyxis anesthesia system main drawer 1.2 failure. The customer stated that the drawer 1.2 was inaccessible that leads to a delay in accessing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer pulled drawer out and adjusted the facia panels on both sides of the drawer to give space for the mini drawers to move freely. The system functioned as intended as the field service engineer troubleshooted the device.

Manufacturer narrative:
Section b2 - corrected outcomes attributed to adverse event.